Event description:
During additional follow-up with the customer, the customer confirmed the device was used on two patients before culture test results were obtained. After confirming positive microbiological test results, the device was quarantined. No patient infections were reported as a result of this event. Two additional complaints have been opened to address the two patients with patient identifiers of (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer completed cleaning disinfection and sterilization (cds) checklist, the device evaluation and the legal manufacturer's final investigation. Please also see additional information received from the customer regarding the event in b5. Customer provided cds information: pre-cleaning of the device was performed immediately after procedure. Steps taken during pre-cleaning: manual cleaning-brushing in water mixed with detergent then in the automatic disinfector (wassenburg). Detergent used for pre-cleaning: wassenburg endohigh detergent. Manual cleaning was performed for the device within one hour of the procedure. The endoscope channels were brushed with a disposable olympus bw-412t cleaning brush during manual cleaning. Cleaning and disinfection solutions used with the endoscope: wassenburg endohigh detergent + endohigh paa. The device was thoroughly rinsed before manual disinfection. Disinfectants were not used outside the disinfector. Water quality is regularly checked through water sampling by the unit in all disinfectors. Automatic endoscopy reprocessor (aer) used to process the endoscope: wassenburg wd440pt. Detergents and disinfectants used with aer: wassenburg endohigh detergent + endohigh paa. The aer has had unknown repairs by ¿mta alt.vingmed.¿ the endoscope is stored in a wassenburg dry 320 drying cabinet after cleaning. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; sampling from: distal end, instrument / biopsy / suction channel, auxiliary water channel cfu: 0cfu; bacterial identification: no detection. Sampling from: air / water channel; cfu: 1cfu/ml; bacterial identification: staphylococcus capitis. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: air/water cylinder has discoloration; suction cylinder has no color; adhesive on bending section rubber has wear; connecting tube has coating peeling; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to deformation of bending tube, bending angle in up direction exceeds the standard value; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported positive culture could not be determined. For the event of the subject device being used on two patients after sampling while waiting for culture results which was positive it is likely that there was a difference in recognition between recommendation by olympus and the user facility on device handling. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled twice. During both sampling, the scope had the presence of biofilm and tested positive for > 500 colony forming units (cfus) of candida albicans. The issue was found during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.